Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that 3 - 6 months postoperatively, spiral fracture distal to the nail appeared. The patient fell on (B)(6); the reconstructive surgery was performed on (B)(6) 2013. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device in the USA. The investigation could not be completed; no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.